Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was additionally reported that the right atrial (ra) lead switched to unipolar again. Testing found low impedance, no capture, and no sensing of p-waves. The lead was reprogrammed back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that a polarity switch occurred on the right atrial (ra) lead. Low impedance was noted. The lead was reprogrammedback to bipolar configuration and remains in use. No patient was involved. No complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.